Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head malfunctioned. The customer noticed there was no image on the screen monitor. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the camera head malfunctioned. The customer noticed there was no image on the screen monitor. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, evaluation found kink on cable, and missing label on rear cover. Based on the results of the investigation, a definitive root cause could not be established for the findings. A device history review of the current product was conducted, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.